Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system leakage occurred at extension tube hub. The following information was provided by the initial reporter, translated from chinese to english: the extension tube¿s hub leaked.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0197309, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the extension tubing was broken near the luer adapter. Based off the provided photo the engineer was able to verify the reported defect. It was determined that there was packaging issue and it is being investigated by the manufacturing facility. Tuas auto packaging line package process machine gripper pulled product cause extension tubing damage/leakage. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system leakage occurred at extension tube hub. The following information was provided by the initial reporter, translated from (B)(6) to english: the extension tube¿s hub leaked.